Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed and a watchman fxd curve access system (was) and 27mm watchman flx pro laa closure device (wds) were selected to be used. During the procedure the wds was inserted into the was and docked. The echo team identified a thrombus less than 5mm near the tip of the was. Heparin was administrated to the patient, the device was slightly deployed, and the thrombus was trapped between the was and wds. The thrombus was pulled into the was and suction was performed. The entire system was removed from the patient. A thrombus- like structure with a long diameter of about 5mm was detected inside the was. During this time, no thrombus-like structures were found to have been released from the cardiac cavity, and there were no significant changes in the patient's vital signs. After confirming the activated clotting time (act) was sufficiently prolonged to 340 seconds after heparin administration, the was carefully prepared again, and the was repositioned with a new 27mm wds. At the same time as before, a string-like thrombus was detected via echo near the tip of the was. The thrombus was immediately aspirated and removed from the patient by pulling it into the was. A cord-like structure of about 2 mm was detected from the inside of the was. There were no problems with the ultrasound findings or the patient's vital signs. The third time, the was and the wds were replaced with new devices. The device was released without any issues, meeting the release criteria. There were no problems with the patient's vital signs after the procedure, and no obvious neurological findings were observed. The plan was for the patient to be followed up with a magnetic resonance imaging (MRI) scan after the patient returning to the room. The physicians believe the first clot may have formed because an additional dose of heparin was not given in time, so the act was not extended sufficiently. With the second clot, the act was sufficiently extended so the physicians were unable to identify a clear cause. Both thrombus structures were able to be retrieved. Considering the intraoperative transesophageal echocardiography (tee) and the patient vital signs, the risk of a major embolism occurring was low. The patient will have a follow-up MRI examination. There was no patient injury.